Event description:
It was reported that pump experienced malfunction alarm, identified by customer as malf 9, with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through pump reset, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if any further malfunction alarms appeared.